Event description:
It was reported that the right atrial lead exhibited noise. After reprogramming the device, the noise could not be reproduced. A lead fracture was suspected. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.